Event description:
It was reported that the patient presented to the hospital remotely on (B)(6) 2021 for a follow-up. Review of transmissions revealed that the implantable cardioverter defibrillator system (ICD) had capacitor charge time exceeded alert. It was suspected that there was charge time out on capacitor. Further actions were recommended but were not performed at this time. There were no adverse consequences to the patient.